Event description:
A patient underwent a surgical procedure in 2004 with placement of two jackson pratt drains. On 5/04 the patient rolled over in bed and inadvertenlly pulled on the jackson pratt drains. The drain appeared to have exited patient's abdomen. A nurse reported to the surgeon that the drain "fell out". Approximately one year later patient experienced minor discomfort and an xray revealed a retained portion of jackson pratt drain and tubing. The patient was readmitted for a surgical procedure to remove the drain. The patient had a good surgical recovery with no anticipated adverse effects.

Manufacturer narrative:
Info has been forwarded to the cardinal health manufacturing facility for eval. Results of the investigation pending. A follow-up report will be filed.